Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted. No further patient complications have been reported as a result of this event.